Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple minimum fill notification occurred after the user filled multiple cartridges with 300 units of insulin during the load sequence. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 106-159 mg/dl.